Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg longer than 48 hours, the site was painful, warm, sensitive and infected. The patient visited the general practitioner (gp) and dermatologist where was prescribed antibiotics for 7 days (name unspecified) nuvigil tablets, a soft tissue sonography and an antibiotic ointment to apply on the affected area. The pod was discarded.